Event description:
In dec 2005, kinetikos medical, inc., was informed of the explant of a subtalar mba orthopedic implant to address pain reported by the pt five (5) months following the original implant date. The device was not returned to kmi for evaluation. An investigation was completed.